Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a coronary spasm with st segment elevation. The atrial puncture had been completed successfully and after 26 pulses of ablation therapy were administered to the left pulmonary veins a gradual elevation of the st segment was observed on the v1-v6 lead. The physician believed a coronary spasm occurred. Hypotension was also noted and the ejection fraction of the heart had decreased. The phenomenon lasted for about 15 minutes, after which the st segment gradually returned to baseline. 200 mcg of nitroglycerin were administered and the patient's vital signs normalized. The procedure was able to be completed afterwards. It was noted the patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.